Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument and performed failure analysis. The prograsp forceps instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. .

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, the cable of prograsp forceps broke. A fragment from the instrument reportedly fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further failure analysis testing revealed that there were no broken off or missing pieces were found.